Event description:
It has been reported that intouch bed is experiencing acceleration problems. Allegedly, the zoom drive will engage and bed will accelerate forward if the handle is pushed forward, pulled back or if the button is pressed without moving the handle at all.